Event description:
Transferring fields from a non-internal wedge machine to an internal wedge machine will result in preset wedge mu remaining non-referenced. The mu will remain not unreferenced even after modification to the preset wedge mu. Device treats this as a parameter whose value is to be captured on the first treatment of the field. This results in the first wedge value being treated on the first treatment day, but the wedge value is reset to zero for subsequent treatment days. If not corrected by the operator, this would result in therapeutic dose exceeding clinical norms, ie, an overdose.